Event description:
A medtronic representative reported that, while in a cranial procedure, a navigation system camera stopped working during navigation with the passive planar blunt probe. In trouble-shooting the camera position was adjusted and opened the tracking details window, probe geometry error was approximately 0.5mm, and spheres were cleaned. The surgeon confirmed the camera resumed tracking instruments properly again. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient age, gender and weight were not available from the site. A medtronic representative, following-up at the site, checked the system and tested it for approximately 1.5 hours with camera connected and passive planar blunt in place. System functioned properly, no fault found. Reported issue could not be replicated. No further issues have been reported. Return of suspect camera, to manufacturer for evaluation, is not expected.